Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement. This rv lead was explanted, replaced with the same model and will be returned. No additional adverse patient effects were reported.